Event description:
This device was being used as the new device in a device change out. It was noted during two defibrillation threshold tests that the device did not deliver a rescue shock, and the pt needed to be shocked externally. Review of the shocks table showed that a 20j shock had been delivered with a shock impedance of less than 25 ohms. It is suspected that this shock damaged the high voltage circuitry of the device. It was recommended that this device not be implanted and should be returned for analysis. On (B)(6) 2011 - this device was returned with info stating that this device malfunctioned after a shock was delivered with a competitive ICD lead that was not functioning correctly.